Event description:
It was reported that during a da vinci-assisted right upper pulmonary lobectomy procedure, excessive tension on the a2 vessel caused bleeding, and the procedure was converted to open. When the bleeding occurred, a third-party drain was placed behind the a2 vessel as a guide to approach the vessel. The sureform 45 curved-tip stapler instrument was used to approach the vessel, and bleeding occurred when the drain was removed. The estimated blood loss was approximately 2000mls and the patient was transfused with 6 units of blood products. To resolve the bleeding, the procedure was converted to open, and a third-party hemostatic agent was applied. The surgeon stated that the bleeding was caused by the thoracoscopic surgical technique when approaching the a2 vessel. The surgeon does not believe that a malfunction of a da vinci system, instrument, or accessory caused or contributed to the bleeding. The patient tolerated the conversion, the procedure was completed, and the patient did not experience any post-operative complications.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the bleeding was due to excessing tension placed on the vessel. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. An advance staler log review shows the sureform 45 curved-tip stapler instrument, (lot number: l10240117-0612), was installed on the system 5 times and successfully fired 5 white reloads. There were no stapler related errors in the logs.